Event description:
This rv lead was implanted on (B)(6) 1999 and was explanted on (B)(6) 2013 due to noise. A call to technical services placed on (B)(6) 2013 stated that there was a tear during extraction. The physician did a thoracotomy and while the patient's chest was open, new epicardial leads and device were placed. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).